Manufacturer narrative:
The device will be returned to the manufacturer for evaluation. When the investigation is complete, a supplemental report will be submitted. (B)(4).

Event description:
Upon initiation of ecls, the trans-membrane pressure was 60 mmhg; they usually see this number at 20-30. Oxygen performance appeared to be fine. No patient consequences reported.